Event description:
It was reported by a customer that on (B)(6) 2011 the fiber was damaged at the tip at 107,032 joules. Additional information reported by the customer was the fiber damage was noted during the procedure. By damage the customer meant that the fiber was not functional. There were no error codes that were displayed on the console when the event occurred. The patient did not experience any difficulties as a result of the event. The user did not experience any injuries as a result of using the laser system during the procedure.